Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during revision procedure it was difficult to remove the glenosphere from patient. The glenosphere was removed with a cauchois scissor as the expected removal instrument was not efficient.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following sections were updated: report type: adverse event brand name device product code catalogue number PMA/510(k) number type of reportable event the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.